Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the prodigy stem. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. A. It was communicated that no additional information would be made available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address stem fracture.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges component fracture, metal wear, and metallosis.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/29/2015- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and fractured stem. The cup was noted to have a lot of anteversion, but wasn't revised and they were pleased with the stability. Prior to placing the final sleeve a small crack was noted in the proximal femur and was cabled. At this time it is unknown when this crack occured during the operation. No labs were provided for the alleged high metal ions. Part/lot being updated for the stem. The complaint was updated on: 6/23/2015 .

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A review of the device history records for the known product / lot combinations did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the prodigy stem. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information was reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot number combination. A device history record (DHR) review was performed. 1 part was placed on hold for indications on the distal tip during fluorescent penetrant inspection and split from the order. There were no other deviations or anomalies found. Investigational inputs were requested as indicated per internal procedures for this failure mode. Medical records were reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.